Manufacturer narrative:
The device and angiograms were not returned to essential medical for investigation purposes. From the complaint description, it was noted vessel occlusion and dissection were present following the manta deployment procedure. The cause of the vessel occlusion is likely either from the dissection, collagen partially in the vessel, or combination of the two. However, due to lack of information the determination of the cause remains inconclusive. Dissection is a common large bore procedural complication. The EU IFU lists local trauma to the femoral or iliac artery wall such as dissection, accidental positioning of some or all of the collagen plug within the femoral artery leading to stenosis, and other access site complications leading to bleeding, hematoma, pseudoaneurysm, etc., possibly requiring blood transfusion, surgical repair, and/or endovascular intervention as possible adverse events. The hematoma formation is inconclusive due to lack of information; however, was not clinically significant enough to require treatment. The DHR documentation review showed no indication that the handle device did not meet specifications. Risk documentation was reviewed and occlusion was identified as a known risk. Based on the information reviewed there appears to be no product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The EU IFU lists stenosis of the femoral artery, dissection and access site complications leading to hematoma and other access site complications requiring surgical repair as possible adverse events. An investigation has been opened to review the returned device delivery system, device history records, risk documentation, and case imaging.

Event description:
Patient underwent tavr (B)(6) 2019, a 18f manta vascular closure device was deployed for closure on the right side femoral artery. It was reported that following deployment of manta, angiographic findings showed vessel occlusion and dissection. It was also noted that a hematoma formed. Surgical cut down was used to explant the manta collagen/toggle, and repair the vessel. No treatment was necessary for the hematoma. The patient was reported to recover with no further sequelae from the hematoma on (B)(6) 2019, and from the surgical repair of the dissection and occlusion on (B)(6) 2019. The patient was discharged on (B)(6) 2019.